Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 02-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone, 1.2 mg/ml concentration at 0.3 mg/day dose, bupivacaine, 18 mg/ml concentration at 3 mg/day dose and saline, 1000 concentration ml/ml at 6 ml/day dose via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that empty pump occurred. The hcp had access to the clinician programmer. Patient's pain pump was empty (B)(6) 2018 and was the low reservoir alarm. Patient detoxed/withdrawal (between low/empty reservoir and (B)(6) 2018). The patient was seen on sunday (B)(6) 2018, the issue was addressed then and patient was in the hospital per the hcp. The pump was interrogated and the reservoir was programmed to 10 mls to turn off the alarm. On (B)(6) 2018 was the last pump refill to the time of the empty reservoir (B)(6) 2018. On (B)(6) 2018 saline was placed in the reservoir and programmed to 1000 ug/ml at minimum rate mode (6ug/day). Patient was at the clinic today and new intrathecal medicine was now in the reservoir. The old it drug cocktail prior to the empty reservoir was bupivacaine: 35 mg/ml at 10 mg/day and hydromorphone: 10 mg/ml at 3.1 mg/day dose. The hcp thought the old drug cocktail had left the system post empty reservoir due to the catheter floating in the csf. No further complications were reported.